Event description:
Prior to starting surgery for incision and drainage of abdominal wall abscess, suture reel was hard to work, tie kept breaking as scrub nurse tried to pull suture out of reel. Reel was taken off the sterile field before surgery began and replaced with a new reel. New reel was never used.